Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation (afib), a location reference patch kit was selected for use. One of the patches was dirty, and there seemed to be foreign object. Procedure was able to be completed successfully using another patch from the same package. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
The backpatch was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, the returned backpatch was visually damaged. Laboratory analysis determined that there was a microscopic piece of metal cause corrosion. Investigation was able to confirm the reported clinical observation of contamination.

Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation (afib), a location reference patch kit was selected for use. One of the patches was dirty, and there seemed to be foreign object. Procedure was able to be completed successfully using another patch from the same package. No patient complications were reported. The device has been returned for analysis.